Event description:
Thrombosis initially reported , however, this is corrected to no thrombosis occurred.

Event description:
(B)(4). It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, thrombosis and in-stent restenosis occurred. In (B)(6) 2010, the 90% stenosed target lesion located in the severely tortuous middle left anterior descending artery was treated with placement of a 2.25x12mm taxus liberte stent that was deployed at 12 atm for 30 seconds, resulting in 0% residual stenosis. A non target lesion located proximal of the target lesion was treated with a 2.5x12mm non bsc stent overlapping the 2.25x12mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged on an unknown date on plavix. In (B)(6) 2010, the patient presented with a 3-day onset of chest pain with activity, resolving only after 5 to 10 minutes of rest. Angiography revealed thrombosis. There was 99% in-stent restenosis of the 2.25x12mm taxus liberte stent. Percutaneous treatment was unsuccessful due to the severe tortuosity of the left anterior descending artery. The patient was referred to a cardiac surgeon, and coronary bypass grafting x 1 was performed. The patient was discharged 5 days later in stable condition.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).